Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a post-op follow-up. Multiple episodes of non-sustained v oversensing and noise were noted. Oversensing was reproducible with deep inspirations. Possible myopotential oversenising was suggested. Programming changes were made. The issue was resolved. The patient was fine.

Event description:
New information received indicates that multiple episodes of hvr due to lead noise was observed during inspiration. Programming changes were made. The patient will continue to be monitored.